Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. A second 4.0cm cuff was added to the patient's artificial urinary sphincter. No components were explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. A second 4.0cm cuff was added to the patient's artificial urinary sphincter. No components were explanted. (B)(4) has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.